Event description:
It was reported that the catheters had defective midstream were the glue was not keeping the item sealed. Per additional information on 26may2021, customer stated product box lid that was glued to keep the product sealed was not holding.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 2 samples were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted 2 opened (with original packaging), unused midstream urine collection kits. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Corrections: d,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the midstream catheters were defective in which the glue was not keeping the item sealed. Per additional information on 26may2021, customer stated that the glue used to seal the product box lid was not holding.